Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment. The customer stated that she has been waking up in the 500-600's mg/dl, and has been using the insulin pump and shots to bring down her sugar levels. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.